Event description:
Reportedly, pt expired approx. After an implant duration of 0.8 months (in 2007, after an implant date of the month before), due to unk reasons. Unk if pt death is device related. Pt also had a 6900p 25mm valve inserted in the mitral position and a 2900 19mm valve inserted in the aortic position, on the same day. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.